Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the same cartridge was reported. The customer will continue to use the current pump.